Manufacturer narrative:
(B)(4).

Event description:
It was reported that no alerts on the cgm mobile application occurred. No product was provided for evaluation. Data was evaluated and the allegation was not confirmed. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.